Event description:
It was reported to bsc/target that during the procedure when the physician retrieved the coil from the inside of the aneurysm for repositioning to make better basket, the gdc4-10 soft coil just cut off without force. Gdc4-10 soft was removed. The patient's condition was not affected by this event.